Event description:
The device was returned for an unrelated issue and was reportedly alarming. There was no reported pt involvement or harm. During the repair evaluation, it was discovered that the low voltage alarm was not sounding. The power board was replaced to correct the problem.